Manufacturer narrative:
On 10-aug-2021, the biosense webster, inc. Product analysis lab received the complaint device. The product investigation was subsequently completed. It was reported that a 73-year-old male underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The procedure was ended, after the catheter was removed, blood pressure was dropped. Cardiac tamponade was confirmed by body surface echo, drainage was performed. This adverse event was discovered post use of biosense webster products. Patient was reported as improved. A thermocool® smarttouch® sf catheter was used. Prior to noting the CT ablation was performed. There was no evidence of steam pop. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30523446m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The procedure was ended, after the catheter was removed, blood pressure was dropped. Cardiac tamponade was confirmed by body surface echo, drainage was performed. This adverse event was discovered post use of biosense webster products. Patient was reported as improved. A thermocool® smarttouch® sf catheter was used. Prior to noting the CT ablation was performed. There was no evidence of steam pop. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.